Event description:
Device returned and inspected. Findings: packaging: packaging as it appeared upon return. Box is damaged with several gaps, holes, and dents. The extent of this packaging damage creates a possibility of shipping damage to the device. This box is not original to this device. This device was returned in the box of the bariatric commode sent to replace it. Packaging [inside]: device as it appeared inside the packaging. The device has been set inside the box without disassembling it. There is minimal protective packaging around the device. Serial number confirmation: serial number as it appeared on the product. No serial number was originally reported to compare. Product review: product as it appeared out of the packaging. The device was fully assembled except for the backrest. The backrest was loose in the bottom of the box upon return. The commode bucket was not returned. Device as it appeared when fully assembled. Device overall appears to be in relatively good condition. Device appears to have been sanitized prior to return. All components feel secure and stable. Toilet seat and lid both function appropriately. There are what appear to be stress marks or deformation on the cross bar. It is possible this is a cosmetic defect originating from the factory. It is not possible to tell where these marks originated from viewing the device. There is a red/brown mark on the back of the left arm rest [when seated]. Appears to be a small bit of rust but may be some other form of contamination. The finish on the metal tubes is worn down around this area, which could contribute to rusting in a moist environment. Backrest has a white mark on the back right side [when seated] and a black mark on the front left side. White mark appears to be paint or some other white substance transferred from contact. Black mark appears to be worn down finish on the tube, potentially from leaning/rubbing against it. Noticed there was a bit of a lip forming on the rubber feet. The rubber feet appear to flair out on one side, which could be consistent with pressure being applied unevenly and frequently, causing permanent deformation. Deformation of the feet could also potentially be caused by the legs splaying out or being bent in some way. So we looked at the device from several angles to see if there appeared to be any warping of the legs which might contribute to the condition of the rubber feet. The legs appeared normal from every perspective except a top down view. When viewed from this angle we can see the front left leg [when seated] is bowed slightly outward and the front right leg is bowed slightly inward. Such that the entire device is skewed slightly to the left. The plastic pieces on the front leg segments have stress marks. There are several locations where the plastic is still smooth to the touch (no physical impact) but has light colored streaks as if the plastic were folded or creased. These are likely stress marks, where the plastic was put under pressure before returning to its original shape. In this case the pressure would be from the flexing of the leg. Conclusion: a definitive root cause could not be determined with the information currently available. However, based on the condition of the device in conjunction with the information reported in the description, the likely root cause is user error in the form of failure to maintain good posture and even weight distribution while using the device. With the deformation of the rubber feet, bowing of the legs, stress marks on the leg joints, lack of any failure point, and statement by the end user's son all viewed together, it appears the user may have been heavily leaning toward the left side when using this device. If the user was leaning this way, it increases the risk of the device tipping. There is a warning present on the hang tag which advises against this behavior. This device will be retained.

Event description:
Wanted to reach out to you in regard to a bedside commode that was purchased through compass. Item bsfc. We had a patient who fell while using this and broke her leg. It moved when she was getting off of it. · date of occurrence - (B)(6) 2023 was reported to us on 11/18/2023 · where the injury occurred - patients home in restroom. · detailed description of what happened - son stated his mom was using the restroom and he not sure what happened but she told him she thinks the commode slipped but he had told my employee he didn't know if she leaned on the side but claims that was not said. The commode was not broken causing the injury · was medical attention sought? (ER visit, dr. Office visit, etc.) - she had surgery and is still in the hospital and will have to go to rehab · serial # from the unit (example: (B)(6) - not sure he is mad and will not let us come get pics he stated it is not broken · pictures of the product and any defective areas. - he stated it is not broken and he would have to reach out to his attorney to see if he should send us pictures or not.